Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. The customer was advised on returning the instrument for failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted radical salvage prostatectomy surgical procedure, the instruments on the universal surgical manipulator (usm) 1 and 4 got caught on the patient's bowel. The site had a force bipolar forceps instrument installed on usm 1 and a prograsp forceps instrument installed on usm 4. The intuitive surgical, inc. (Isi) technical service engineer (tse) reviewed system logs but did not find any related errors. The surgeon was able to maneuver the instruments away from the bowel with no patient injury. The customer replaced the instruments and continued with the procedure. The procedure was completed as planned with no reported injury.